Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The aneurysm and vessel morphology are unknown. The pt was prepped and draped in the usual fashion for endovascular repair. Bilateral femoral arteries were exposed. A 26 french sheath was inserted in the right femoral artery and a 16 french sheath was inserted in the right. The sheaths were advanced into appropiate position under fluoroscopic guidance. The aneurx bifurcated stent graft was advanced and positioned just below the renal arteries. It was reported that as the physician pulled the sheath back to uncover the stent, the device was pulled down. Upon runner retraction the device slipped more into the aneurysm sac. The physician stated it was not possible to advance the stent graft further. Moreover, the second gate for the contralateral limb was occluded by compression by the aneurysmal wall. The physician stated that the procedure would not be completed satisfactorily as a percutaneous approach; therefore, the physician elected to convert the pt to open surgical repair. The pt left the procedure room in stable condition and transferred to the operating room. The pt was prepped and draped for open surgical repair. The surgeon opened the abdomen and the retroperitoneum exposing the aneurysm. The physician stated that the aneurysm measured 5cm in diameter and 8cm in length. Surgical repair was performed successfully and the pt was transferred to the recovery room in stable condition. No add'l clinical sequelae were reported.